Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was report on february 6, 2024 from the customer. Karl storz received no reporting immediately after the incident occurred. It was reported that the customer ((B)(6) medical center submitted on (B)(6) 2023 an adverse event report to the national competent authority in the netherlands (igj) in connection with a corneal injury during eye surgery. Following an internal technical investigation, the incident does not appear to be due to a malfunction of the device and light cable used. However, as a patient got injured and as a precaution a report is required.